Event description:
The suture was used in a vaginal cuff repair following tah procedure. Md has taken this pt back twice to the or to remove the sutures in 2001 and in 02. Pt is two years out form the original procedure at this point.